Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a long charge time during a capacitor reformation test. Guidant's technical services recommended explanting the device.